Manufacturer narrative:
Product complaint (B)(4). Investigation summary :the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA-001226. Ongoing post market surveillance is conducted per our procedures for this product. H10 additional narrative: corrected: e1 (country code).

Manufacturer narrative:
(B)(4). Occupation: lawyer. Follow-up is being conducted to determine the contact information of the initial reporter. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision recommended - right hip. Update ad 15 aug 2020: dint 16212 has been re-opened under (B)(6) due to receipt of claimsuite alerts. Claimsuite alleges pain. Updated unknown hip implant to sleeve product. Added head, cup and unknown stem product. Also added file handler, revision date, account name, surgeon and concomitant products. Doi: (B)(6) 2006 - dor: (B)(6) 2011 (right hip).